Event description:
Troponin results were released using an expired calibration curve. The void calibration curve was flagged on the analyzer printout but was ignored by the analyzer operator. No incorrect results were reported. Operator error was the root cause of the event since the flags on the analyzer printout were ignored.